Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's system was auto reducing, and both leads had high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced to address the issue. Fractures were visibly seen on both explanted leads post procedure. Therapy was restored post procedure.